Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver multiple boluses requested by the customer. There was no reported impact to the customer's blood glucose (bg) level. During a follow-up call, the customer reported that the issue was resolved and declined to provide additional information or perform troubleshooting with tandem technical support.